Event description:
It was reported the camera head displayed no image during cleaning and disinfection. There were no patient involvement.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. It was also found that there was an abnormality in the camera cable. Based on the results of the investigation, it is likely that the following led to the malfunction: an abnormality in the camera cable indicated the internal charge coupled device (ccd) may have failed. It is assumed that normal communication was not possible, and this led to the phenomenon of no images. A definitive root cause cannot be identified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. This issue is addressed in the instructions for use (IFU): warning: if the endoscopic image disappears unexpectedly or the frozen image cannot be restored during an examination, immediately stop using the camera head and withdraw the endoscope from the patient according to section 5.3, ¿withdrawal when any irregularity is observed¿. Continued use of the endoscope under this condition could result in patient injury, bleeding, and/or perforation. Olympus will continue to monitor the field performance of this device.